Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device. "

Event description:
The customer reported that following the completion of reprocessing his olympus evis lucera elite colonovideoscope, the nozzle was found clogged with an unknown substance. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a crystallization found in the nozzle as a result of insufficient reprocessing. Additionally, the unit had an e204 error code present due to the aging of an internal line and prolonged used of an outdated charged coupled device unit (ccd). Nearly all angles on the control knob were found out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.